Event description:
The patient reported that subsequent to the implant of a protegen sling for treatment, the sling was explanted due to increased incontinence after implantation, vaginal erosion, urethral erosion, recurrent vaginal infections, extreme vaginal odor and discharge, vaginal pain, painful intercourse, and permanent vaginal tissue damage. Prior to explantation of the protegen, the patient had to have an exploratory procedure in 09/99. In addition to the surgeries for the protegen, patient had to have a second exploratory procedure and removal of the super pubic tube 12/99, millevaginal biopsy 29 days later, surgeries to repair the hole in pt's vaginal wall in 02/2000 and 03/2000, and yet another surgery to implant a new cadaveric sling at the end of 2000. The device was not returned for evaluation. Therefore, no failure analysis is available. Without evaluating this device, co was unable to determine if the device met specifications, and co was unable to determine the speicific relationship of the device to the event.